Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and no non conformances were found. When the pump was returned to mmdg for evaluation the pump operated as expected. The complaint could not be replicated or confirmed. Based on the investigation information, no MDR was required.

Event description:
The initial reporter stated that the pump "says feeding was delivered but bag was still full". They stated that this resulted in a nine hour delay of therapy. Mmdg followed up with the initial reporter who stated that the patient did not experience any adverse effects due to this complaint. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and no non conformances were found. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "says feeding was delivered but bag was still full". They stated that this resulted in a nine hour delay of therapy. Mmdg followed up with the initial reporter who stated that the patient did not experience any adverse effects due to this complaint. (B)(4).